Manufacturer narrative:
No conclusion code available; failure event observed during analysis. Final analysis found internal insulation abrasion noted at 80.2cm to 80.8cm and 82.3cm to 83cm from the connector pin. It was stated that the insulation abrasion breached the re lumen and there was no damage noted to the etfe cable coating.

Event description:
This report is to advise an event observed during analysis.